Manufacturer narrative:
A patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter, the patient experienced inappropriate rhythm, asystole, and dropped beats requiring medication. Device evaluation details: the varipulse device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly; however, high voltage was displayed on some electrodes on the generator screen. Device deflection and contraction mechanism was found working correctly. Device handle was dissected and the wires were inspected on the inside of the connector; however, no issues or anomalies were found; resistance of the electrodes that failed on the generator were measured and the readings were found within specifications. The device shaft was dissected and electrical continuity of the wires was performed and the readings were found within specifications. The electrodes were removed, and it was observed an improper tinned, which caused an open circuit that could have contributed to the failure reported. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The high voltage reported by the customer was confirmed. The root cause of the open circuit is traced to the manufacturing process. Based on the current evidence, the root cause of the adverse event remains unknown, following clinician's assesment, this error did not contribute to the reported event, since the patient had a history of needing rhythm support, but the patient did not want a pacemaker. The trupulse generator instructions for use (IFU) contain the following information: change the catheter position or contraction if non-active electrodes are in contact with or proximity to active electrodes. Press the stop button to acknowledge the error and restart ablation again. Replace the catheter. Replace the sterile cable. If the problem persists, contact customer support. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported high voltage on some electrodes. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the patient¿s adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter, the patient experienced inappropriate rhythm, asystole, and dropped beats requiring medication. The report indicated that the patient had to be cardioverted about 4 to 5 times throughout the case due to inappropriate rhythm, asystole, and dropped beats. The asystole, inappropriate rhythm, and dropped beats were noticed on the ECG signals displayed on the carto 3 system and the recording system throughout the case. The patient was cardioverted before the varipulse catheter was advanced into the body and again after the varipulse catheter had been advanced into the body for ablation. The physician originally attempted to pace the patient, but it was eventually unsuccessful. The patient had a history of needing rhythm support, but the patient did not want a pacemaker. Amiodarone was also administered to the patient, and the procedure was continued. After cardioversion and when attempting to apply a lesion, the trupulse monitor displayed a high voltage error on electrodes 4 and 9 (unknown error code). The lesion was unable to be performed due to the issue. The varipulse catheter electrodes were turned off and on, on the trupulse monitor without resolution. The varipulse catheter was repositioned to another portion of the heart, but the issue persisted. The varipusle catheter connections and trupulse-piu cable were reseated in the proper sequence without resolution. The varipulse catheter was replaced and the issue was resolved. The procedure was continued and completed. About 15 complete lesions occurred before the issue occurred. The faulty varipulse catheter was brand new. The varipulse cable was unavailable for return. Service was declined for the trupulse generator. The patient adverse event is being conservatively reported on the varipulse catheter although the patient had a history of needing rhythm support, however, did not want a pacemaker. High voltage error on electrodes 4 and 9 is not considered to be an MDR reportable malfunction as a recurrence of the malfunction is unlikely to contribute to a death or need for medical or surgical intervention to preclude serious injury (permanent impairment to a body function, permanent damage to a body structure). This error did not contribute to the reported event, since the patient had a history of needing rhythm support, but the patient did not want a pacemaker.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).